Event description:
A few weeks ago, the pt began experiencing increased spasticity. During revision surgery, the catheter was found to be severed at the spinal site. The entire catheter was replaced. The device system was used to deliver lioresal. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.